Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was selected for use. During preparation, the balloon was leaking gas. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: no. (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.